Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg electrode was detached. This occurred during pre-operative testing on (B)(6) 2021. Another device, 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) was opened and it was bent. It is not known which of these devices was opened first. The 60-5274-032 will be listed as a concomitant device. After further assessment it was found, there was no delay to the procedure. A 3rd unknown device was used to complete the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg electrode was detached. This occurred during pre-operative testing on (B)(6) 2021. Another device, 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) was opened and it was bent. It is not known which of these devices was opened first. The 60-5274-032 will be listed as a concomitant device. After further assessment it was found, there was no delay to the procedure. A 3rd unknown device was used to complete the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the l-hook is disassembled from the device. Soldering is present on the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.